Event description:
It was reported that two leads were attempted but not implanted due to the patient's anatomy. Both leads were returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, blood on all conductors. The full lead was returned and analyzed. (B)(4) no anomalies found, distal conductor distorted, blood on all conductors. The full lead was returned and analyzed.